Manufacturer narrative:
G4: 20jan2020. B4: 20jan2020. The manufacturer¿s international service technician could not confirm the reported touchscreen issue. The repair was cancelled upon the customer's request and the unit was returned to the customer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/08/2020.

Event description:
The customer reported touchscreen calibration is off. There was no patient involvement. A philips authorized service representative confirmed the reported issue and stated the touchscreen will need to be replaced.